Event description:
Arrived to medone sanford fl this afternoon about that alarmed "invalid serial number and panel connection lost", attempted to replace vu esm, but nothing changed, attempted system restore and cf was not recognized, also unable to download event logs. Pics attached, ipp visible but nothing on vu. Please advise, return visit planned for early tomorrow morning. Thanks in advance.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. Alarmed "invalid serial number and panel connection lost" during ventilation. No harm to patient or user. An invalid serial number is may lead to insufficient traceability. The issue panel connection lost during ventilation is deemed as a reportable event since the deivce cannot be operated by the medical staff. The issue is not likely to be serious to public health but is likely to cause serious injury or death. Neither is the issue likely to be serious to public health but is likely to cause serious injury or death if it were to recur. An investigation for this case is ongoing in order to find out the definite root cause.

Event description:
Arrived to medone sanford fl this afternoon about a g5 that alarmed "invalid serial number and panel connection lost", attempted to replace vu esm, but nothing changed, attempted system restore and cf was not recognized, also unable to download event logs. Pics attached, ipp visible but nothing on vu. Please advise, return visit planned for early tomorrow morning. Thanks in advance.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems no, 2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: the root cause of this event could not be determined, the g5 ip motherboard and g5 cable from vu to ip were replaced and after that the device worked as intended. A CAPA is submitted to further investigate the root cause of "panel connection lost". There was no patient or user harm in this event. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.